Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge via electrode pads. Complainant indicated that the pt subsequently expired. The complainant indicated that the electrode pads were evaluated at the customer facility and they appeared to be in good condition. Unfortunately, they were discarded and are not available for evaluation.